Event description:
Maude event report indicates: patient was having knee surgery for an acl arthroscopic repair and medical meniscal repair. During surgery a guide pin was passed through the tibal tunnel, across the knee to the femoral tunnel. It was secured in the femoral tunnel with a 7x25 interferon screw. During the placement of the screw the tip of the guidepin broke off and is now stuck in the screw and this was left in place because it was not accessable. According to x-ray 1.7cm of guidepin tip was broken off inside the screw. Patient's parents were informed of the retained guidepin tip. Smith-nephew representative was present in the operating room during the procedure when this happened. Additional information confirmed that the surgeon was using a biorci ha screw.

Manufacturer narrative:
(B)(4).